Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/14/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 4/21/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information received on 4/19/2018: the patient underwent bilateral removal and replacement with natrelle saline-filled breast implants 475cc saline prostheses on (B)(6) 2018. Initial reporter fax: (B)(6). Concomitant products: right mentor smooth round moderate plus profile 450cc saline prosthesis, catalog: 3502450, lot: 5887871. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 450 cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement with a saline allergan device on (B)(6) 2018. Patient experienced no accompanying symptoms and recovered fully without hospitalization.

Manufacturer narrative:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 450cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with natrelle saline-filled breast implants 475cc saline prostheses on (B)(6) 2018. Patient experienced no accompanying symptoms and recovered fully without hospitalization. The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed creases on both views. A rent measuring approximately 0.1 cm was discovered within a crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).